Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage occurred on the day of use. The leak point was unknown. Per additional information from the investigator via email 15nov2018; a small hole was discovered near the bifurcation area on the catheter shaft. This did not affect the balloon's inflation, only the irrigation lumen.

Manufacturer narrative:
The reported event was confirmed as manufacturing related due to a hole less than 0.5" from the funnel. Visual evaluation of the returned sample noted one opened, used silicone foley catheter with a visible 0.027" hole approximately 0.4525" from the bifurcation. The inflation arm was partially cut off. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and returned 10 ml of solution. When the solution in the drainage funnel was flushed, it leaked from the hole. A cut or tear on the shaft is considered out of specification. The active length for the catheter is 0.7560", which was with in specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leakage occurred on the day of use. The leak point was unknown. Per additional information from the investigator via email 15nov2018; a small hole was discovered near the bifurcation area on the catheter shaft. This did not affect the balloon's inflation, only the irrigation lumen.